Manufacturer narrative:
UDI: ((B)(4). Examination of the returned devices was unable to confirm the reported event. Evaluation of the metal inserts on the shims did not identify missing material and or damage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419 depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The shims are shedding metal.